Manufacturer narrative:
The customer¿s report of the tubing came apart (or at least leaked) during infusion at the lower extension was confirmed during visual inspection of primary set model 2426-0500. Further visual inspection of the set¿s separated tubing using a microscope observed insufficient solvent on the tubing. Visual inspection observed the set¿s tubing was separated from the location where it would connect to the inlet portion of the set¿s distal smartsite. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the distal smartsite inlet due to equipment and/or operator error. Due to the separation, a leak would have occurred at this location.

Event description:
It was reported there was tubing that came apart (or at least leaked) during infusion at the lower extension. Although requested, there were no further details or information provided and no report of patient harm.

Event description:
It was reported there was tubing that came apart (or at least leaked) during infusion at the lower extension. Although requested, there were no further details or information provided and no report of patient harm.